Event description:
A customer reported experiencing a cartridge change error with their insulin pump, which prevented them from resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load multiple cartridges without success, prompting contact with technical support and a subsequent transfer to a customer support associate for further troubleshooting. The associate advised that the pump would be replaced due to continued errors, and the customer, whose pump was out of warranty, was transferred to sales to discuss options. The customer indicated having a backup method for insulin, though specifics were not provided.